Event description:
The customer reported to philips that they had a patient with hair loss symptom after interventional neuro operation

Manufacturer narrative:
Philips visited the customer and did an inspection of the system , the field service engineer performed the image quality and radiation tests, and found the system is working as intended. An application specialist was involved to observe the customers' way of working and noticed the user was always selecting 6 frames per second . Philips suggested the customer to reduce the framerate from 6 frames per second to 3 frames per second . The application specialist changed the exposure protocol for neuro operations to 2fps (half of the original), the default fluoro flavor is set to low for neuro operations and the detector dose changed from 6 frames per second to 3 frames per second . With this change the customer is still satisfied about the image quality. The application specialist also gave the customer a training on the system. Since the doctor started working with 3 fps or less there were no new patients with hair loss reported to philips. (B)(4). Contact office address (B)(4).

Manufacturer narrative:
When investigation is completed a follow up report will be sent to FDA.